Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 of the bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had "blurred double vision" with the graduation lines and scale numbers.

Event description:
It was reported that 14 of the bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had "blurred double vision" with the graduation lines and scale numbers.

Manufacturer narrative:
Investigation summary: no samples, including photos, have been received for this complaint therefore the defect cannot be confirmed as reported. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. The potential root cause for double print is associated with incorrect pad to barrel pressure due to incorrect setup of the printer. The defective rate cannot be identified based on the information provided. It is not clear how much rejectable product from each batch there was. Since the potentially rejectable quantity is well within the acceptable quality limits, no actions are necessary at this time. Controls are in place that include hourly in-process inspection for all defects at packaging and assembly to ensure containment of defect and quality of the final product.